Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the ventricle lead exhibited intermittent sensing and intermittent capture threshold. Further evaluation confirmed a loss of capture in the lead. The lead was explanted and replaced. The patient was stable in condition.